Event description:
It was reported that during a low anterior resection procedure, 2/3 of the staples had not closed properly, and they were still in their open leg shape. The surgeon had to undo the staple line and perform a hand-sewn anastomosis which added 2 hours to the operation.